Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. We are unable to obtain additional information on this complaint event as the contact information, facility name and product information are all unknown. If further information is provided to us, we will submit a supplemental report.

Event description:
As per medwatch report number mw5075720: during intra-aortic balloon pump (iabp) therapy, the intra aortic balloon (iab) was inserted for cat alert. The iab was not functioning correctly, and the fiber optic part of the catheter failed and produced inconsistent waveforms. Three (3) different iabps were used to try and resolve the problem. The issue was resolved-backup mode (pressure used instead of fiber optic) to run the iabp. No adverse event was reported. Please refer to mfg report #2248146-2018-00272 for related report on the intra aortic balloon.